Event description:
It was reported that a patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted due to recurring incontinence. It was observed that atrophy had occurred and the cuff had become too large. A new aus was implanted with a smaller cuff. No additional patient complications were reported.